Event description:
Eye doctor gave me a sample of acuvue oasis contact lenses -2.25 diopter to try, and I tried wearing them but found that they were very thick feeling and when placed, eye blurry compared to my normal acuvue oasis -2.0 lenses. I removed them and held them up to light to find that 2 were stuck together for each eye. Lot number is l0026gm and exp date is 09/2018. Diameter 14.0 and bc 8.4.